Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose results were 134mg/dl (meter), 194mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.